Event description:
During endoscopic radial harvesting of left radial artery, portion of equipment broke off in patient's arm. It was successfully retrieved by harvester pa-c. Received further information from the site:p.a.-c means physician assistant-cardiac.the tip was broken up.there was no device identification available.there wasn't any handling issue; handled as usuall.methode of sterilization was: spd-hand washed-dried-sterade machine.